Event description:
On (B)(6) 2013, the surgeon performed a left side si joint arthrodesis on the patient placing four ifuse implants. After the initial surgery, the patient complained of pain at the incision area, foot and calf. The surgeon determined that one implant was placed too far medially. On (B)(6) 2014, the surgeon performed a revision surgery where he pulled back the superior implant a few millimeters. The patient was doing much better after the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates for ifuse implants added on (B)(4) 2013: ifuse implant, p/n 7040-90, lot# i0753, manufactured 08/05/13, expires 2018-07; ifuse implant, p/n 7045-90, lot# i0292, manufactured 04/02/13, expires 2018-01; ifuse implant, p/n 7045-90, lot# i0857, manufactured 12/05/13, expires 2018-01 (x2).